Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in severely tortuous and moderately calcified superior mesenteric artery (sma). A 8 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.